Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted pin confirmed the reported fracture. The pin fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The root cause of the overload fracture is unknown. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Drill pin broke within patients femur when cutting block was being removed.